Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that there was an incorrect sound alarm prompt. There was no patient involvement.